Event description:
It was reported that the electric pen drive device would "not work with any console." The reported event did not occur during surgery. The reporter stated that the equipment was used for demonstration purposes only and that all of the equipment was used strictly in conjunction with either sawbones or on a cadaver. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned. Reliability engineering evaluated the device. The unit was tested and was found to have corrosion on the contact pins. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.